Manufacturer narrative:
G.4. K201075; k251654 h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Attempts to clarify adverse patient outcome were unsuccessful. Customer did not respond.

Event description:
It was reported that the needle hub had a sharpness. "Customer placed 24 x 0.75 pivc in xxx patient - correct process and procedure was followed. Customer mentioned that there was a pressure wound from bd pivc as there was a sharpness on the catheter hub.".

Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. Your report that the 24g insyte autoguard IV catheter caused or contributed to the reported pressure wound could not be confirmed from the returned sample. The 24g insyte autoguard IV catheter was received with an extension set. A visual and microscopic examination of the returned sample revealed no damage or defects associated with the manufacturing process. A functional test of the IV catheter revealed no damage. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We appreciate you taking the time to bring this observation to our attention. We regret any inconveniences this incident may have caused you and your facility.

Event description:
No new information.